Event description:
It was reported that damage occurred to pump housing and this damage affected ability to charge pump while pump continued to operate without shutting down. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.